Manufacturer narrative:
(B)(4). G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an elbow arthroscopy on approximately 2 years ago. Subsequently, the patient was revised last month due to fracture. Attempts have been made and there is no further information at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b4, b5, g3, g6, h2, h3, h6, h10, h11 h6: proposed annex g code: mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to patient non-compliance. Per IFU for zimmer nexel total elbow ¿the patient must not lift more than one pound (0.5 kg) during the first three postoperative months; and, thereafter, not more than five pounds (2.25 kg) with the operated arm.¿ the reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.